Manufacturer narrative:
The scope was returned for investigation. During visual inspection it was observed that bending cover was broken. Customer used a dlt size 39 fr. According to IFU a minimum dlt size of a 41fr shall be used. Customer noted that introduction of the scope into the dlt was "somewhat difficult". According to the general warnings of the IFU excessive force should never be used when operating ascope 3. A broken bending cover would be detected prior to shipment because a 100% visual inspection is performed of all ascope. It is therefore most unlikely that bending cover was broken prior to shipment. The root cause is suspected to be use of excessive force when pushing the tip of the scope through the size 39 fr dlt. Forcing the scope through a 39fr dlt might cause the bending cover to tear during the passage of the tip through the small dlt.

Event description:
During a bronchoscopy control of a double lumen endotracheal tube (dlt), a loose fragment of plastic was seen in the right main bronchus. The piece was assumed to originate from the scope. According to customer insertion of the scope into the dlt was somewhat difficult. The plastic piece was removed with a biopsy forceps and another bronchoscope. Patient's condition was not affected.